Event description:
It was reported approximately seven years following a transcatheter aortic valve replacement procedure, while at the seven-year follow-up appointment, a transthoracic echocardiogram was performed and showed moderate transvalvular aortic regurgitation, moderate para valvular aortic regurgitation, with a total moderate aortic prosthetic regurgitation.

Manufacturer narrative:
Updated data: h6. Codes were added. Conclusion: the valve remained implanted; therefore, analysis of the suspect device could not be performed. Additionally, no procedural images were submitted to medtronic for review. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of regurgitation and paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. However, the conclusive cause of the reported aortic regurgitation cannot be determined. No new or unexpected device or therapy issue was identified. The event is foreseen, within expected severity, documented in risk management file, and included in monitoring/trending. There is no information to suggest a device quality deficiency may have caused or contributed to this event. Trends for these event types are assessed and no further action is recommended at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately seven years following a transcathter aortic valve replacement procedure, while at the seven-year follow-up appointment, a transthoracic echocardiogram was performed and showed moderate transvalvular aortic regurgitation, moderate para valvular aortic regurgitation, with a total moderate aortic prosthetic regurgitation.